Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The spj joystick display froze up while the consumer was driving the chair and someone had to push her to where she needed to go.